Event description:
It was reported that a piece of broken bur was found stuck inside of the attachment during a procedure. It was further reported that there was no patient impact or surgical delay as a result of this event.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that a piece of broken bur was found stuck inside of the attachment during a procedure. It was further reported that there was no patient impact or surgical delay as a result of this event.

Manufacturer narrative:
The device was returned for evaluation. The quality investigation is complete.